Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 482 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer also had issue with infusion set as it was not sticking. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer was treated for the high blood glucose with manual injection and insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.